Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer received a "check sensor" message and was unable to obtain readings, resulting in the need for unspecified third-party treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc sensor. Customer received a "check sensor" message and was unable to obtain readings, resulting in the need for unspecified third-party treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.section h2: updated to reflect device evaluation. Section h6: updated to reflect device evaluation. Section h10: updated to reflect device evaluation.